Event description:
A malfunction alarm identified as "malf 12" was reported, but there was no adverse impact on the customer¿s blood glucose level, which did not exceed 500 mg/dl. Technical support provided instructions for resetting the pump, and the customer successfully performed the reset without the malfunction recurring. The customer was advised to continue using the pump and to contact support if the issue reappears.